Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for checkup. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient did well.